Event description:
It was reported that the 9800 system had no video. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cable connection to the camera was repaired during the service call. The system was tested and found to be working as intended, and put back intio service.